Event description:
Related to MFR report # 2183959-2012-01213, 01215. It was reported by plaintiff's attorney that the plaintiff was implanted with a perigee system on (B)(6) 2009 to treat her pelvic organ prolapse and/or stress urinary incontinence. It was alleged the plaintiff experienced "significant mental and physical pain and suffering, has sustained permanent bodily injury," "mental anguish, emotional distress, disfigurement, disability," and other damages. It was additionally alleged the "products 'corroded' inside the plaintiff."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.